Event description:
During the spinal process, the anesthesiologist had used a 25 gauge x 3.5 inch whitacre needle. When removing the hub, the needle came loose from the hub. The physician tried to remove the needle, but was unsuccessful; so he contacted another physician to help remove the needle. A small incision was made and the needle was removed without harm to the patient. A follow-up x-ray was taken to confirm no residual metal was left. The needle was thrown in the sharps container before it could be saved. This lot of needles have been removed from the shelf. There are similiar reports in the maude database. In these reports the manufacturer mentions that the vast majority of these incidents involve the needle being bent during the procedure, causing the needle to break when re-straightening.